Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2016 at 3 pm with blood glucose of 33 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer did not allege pump was over delivering. The customer was treated by food during hospitalization. The customer stated that the drive support cap was normal. The troubleshooting was assisted for high and low blood glucose. The insulin pump will not be returned for analysis.